Event description:
A malfunction was reported on the pump, marked by a malfunction code of malf 5. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction code recurred after resetting. To resolve the issue, it was decided to replace the pump. The customer will revert to using multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was instructed on how to set the faulty pump into storage mode, return it to tandem using a provided box and pre-paid label, and program the settings into the new pump. The replacement pump will come with updated software.